Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was a sharp protrusion on needle which caused needle stick injury to user. Report of treatment of injury has not yet been provided. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the sharp connection of the rear blunt needle caused the hand to be injured and bleeding.

Manufacturer narrative:
Investigation: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged and serious injury with the incident lot was observed. Based on the photos received and investigation results, bd is able to confirm the customer¿s reported failure mode. The most likely cause is the stripper plant was out of alignment relative to the luer nipple. This introduced the potential to mark the luer/hub in the manner seen in the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was a sharp protrusion on needle which caused needle stick injury to user. Report of treatment of injury has not yet been provided. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the sharp connection of the rear blunt needle caused the hand to be injured and bleeding.